Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. The front panel touch screen was dark and unreadable. Bench testing revealed the cause of the blank screen is due to the backlight failing.

Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr duplicated the reported issue. The lcd display was replaced and the unit was tested and was running to service specifications.

Event description:
It was reported that during the extended systems testing (est) the user interface module (uim) touchscreen display was not functioning. The ventilator did boot and run correctly. The uim was blank and the leds were on. There was no patient involvement.